Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
It was reported that upon completion of a left atrial pulmonary vein isolation with the farawave, the catheter was removed and the sheath was brought back to the right atrium. The farapoint catheter was advanced into the right atrium. A cavotricuspid isthmus (cti) line ablation was successfully accomplished. When the provider performed post ablation testing and electrophysiology studies, the patient's blood pressure decreased. A pericardial effusion was noted and a pericardiocentesis was performed. The patient's blood pressure returned to pre-procedure levels. The patient was kept in the ICU over night and is expected to fully recover.